Event description:
It was reported that a patient underwent a tka procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported by a sales rep that, during a total knee arthroplasty, the suture was broken when using the product as usual and even though an extra tension was not applied on the suture. It was not a control release needle. Another product was used to complete the case. No sample will be returned. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: * can you identify the lot number of the product used? =>unk * please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager) =>kana takahashi * please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. =>we regularly contact with sale rep about the device returning. The manufacturing records could not be reviewed as the batch/lot number is unknown. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.